Event description:
The customer reported that the device took too long to charge for defibrillation. The philips repair bench also received the symptom of failing the operational check test. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device took too long to charge for defibrillation. The philips repair bench also received the symptom of failing the operational check test. There was no reported patient involvement. The philips repair bench evaluated the device and confirmed the failure. The therapy pca was replaced to resolve the failure. After passing all performance assurance tests the device was returned to the customer. This is a malfunction of the therapy pca that caused a shock engine failure in testing.